Event description:
The event is reported as: clips load onto the jaws, but they fall off before being closed on operative site. This happened during a prostatectomy. No pt injury reported.

Manufacturer narrative:
The device has been requested but not received yet. A follow-up report will be sent when investigation is completed.